Manufacturer narrative:
This report is submitted on october 05, 2022.

Event description:
Per the clinic, the patient experienced magnet dislodgement and implant magnet then extruded. The implanted device remains.